Manufacturer narrative:
Received one used spinning spiros list# unknown, lot# unknown and one used bd alaris pump infusion tubing set. One used spinning spiros (list# unknown, lot# unknown) and one used bd alaris pump infusion tubing set were received and visually inspected. As received, the female luer of the spiros was fully engaged with the male luer of the pump set however, the alaris male luer spin collar was backed off. The connected samples were leak tested and no leaks occurred. The spiros was then functionally tested and met product performance specifications. The reported complaint of a leaking spiros could not be replicated or confirmed. A lot review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was returned for evaluation. Investigation is pending.

Event description:
The event occurred at 12:00 pm and involved an unknown spiros that the customer reported leaking an unspecified chemotherapy. The customer reported the patient disconnected from the cadd pump (with the spiros on) and hooked up the intravenous fluid line (ivf) line (which also had the spiros on). The cadd pump line then y-sited into the ivf line. All the attachment points had the spiros safety on. When the registered nurse entered the room about 5 later, the patient stated his shirt was wet and he thought the cap was leaking. Three registered nurses examined the situation. The cadd pump was running at an extremely slow rate, most likely did not make it out the tubing, while the ivf were dripping on the patient's shirt. The spiros cap was examined and when the fluids were restarted the cap appeared to be leaking somehow. The spiros cap was changed. The issue was discovered due to leaking chemotherapy. There was patient involvement and a delay in therapy, however, no report of harm.